Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "during the inbound check in process, inbound team-member i.v. Noted that there appeared to be a hair under the shrink-wrap. She pulled the hair and taped it to a piece of paper."